Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of questionable inr results from their coaguchek xs meter serial number (B)(4). At 6:09 am the result from the meter was >8.0 inr. At 6:15 am the result from the meter was 5.1 inr. A different finger was used for each test and there was no excessive squeezing. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. No actions were taken based on the meter results. The customer was using borosilicate glass capillary tubes. Product labeling mentions using only non-anticoagulated plastic capillary tubes to collect blood samples. The customer has no hematocrit concerns, no antiphospholipid antibodies, not on any other blood thinners, not changes in coumadin, no additional illnesses, no signs of bleeding or bruising, and no changes in diet or medication. The customer's meter and strips were requested for return. Retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.